Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the inital surgery due to a distorted haptic. The incision was enlarged to remove the iol.

Manufacturer narrative:
(B)(4) - the returned iol was received and inspected under illuminated 10x magnification, two distorted haptics and an optic cut in 2 pieces was noted. These results are consistent with an explanted lens. Our investigation identified no product deficiency, suggesting that this event was not related to a manufacturing process.